Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reports rupture and extensive parts of the capsule showed silicone absorption and polypoid reaction. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reports rupture and extensive parts of the capsule showed silicone absorption and polypoid reaction. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: visual analysis of the returned device identified: weight to the spec, deformation, biological tissue yellow in the surface of the shell and device appearance (observed 40 mm dark patch edge material inside gel device). Cloudy was observed after autoclave disinfection process. No openings observed in the device. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Physician reports rupture and extensive parts of the capsule showed silicone absorption and polypoid reaction.. The device has been explanted. This record relates to the right side.